Event description:
There was no capture on the right ventricular (rv) lead. The rv lead was explanted and the patient was stable.

Manufacturer narrative:
As received, a partial lead was returned for evaluation in two pieces. Visual and x-ray examinations did not reveal any anomalies on these pieces. All damages found were consistent with those occurring at time of explant. Electrical testing that could be performed on these pieces did not reveal any indication of conductor fractures or internal shorts.